Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control solution results. The batch of control solution is supposed to produce a result between 114.0-153.0 mg/dl and the reporter obtained a value of "163 mg/dl". This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.